Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received. Date of explant is unknown. Date of event is estimated.

Event description:
It was reported that patient experienced an infection at unknown location. As a result, surgical intervention was undertaken on an unknown date wherein the entire system was explanted to address the issue. Infection has resolved.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.